Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5101075.

Event description:
It was reported that the patient developed a hole in the back under the spinal cord stimulator (scs) lead site wherein wires were sticking out.